Event description:
It was reported that the patient underwent spinal fixation at l5-s1. Sometime post op, the right screw broke at s1. The patient underwent revision surgery.

Manufacturer narrative:
Imaging films confirmed the s1 screw on the lower right was broken and the trephine was used to remove the threaded portion of the screw. Fracture had occurred with the pedicle. The screw was returned for evaluation. The fracture surface and surrounding are of the lower part of the screw was severely disturbed so no analysis is possible on this surface. Microscopic examination of the upper fracture surface "beach marks" suggests fatigue failure, however, initial crack propagation area is damaged; no further analysis is possible.